Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v002818, implanted: (B)(6) 2006, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 24-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient was having a battery replacement and when impedance¿s were checked, all electrode combinations were >4000. The surgeon decided to replace the lead as well. When the surgeon tried to pull the lead out it broke off at the sacrum. The internal parts all came out, however some the outer sheath and 4 electrodes remain. The surgeon made every attempt to locate the remaining part of the lead, but he was unable and left it in the patient. They replaced the lead with a new functioning lead. Lead will not be returned.